Event description:
Caller reported a cartridge alarm 20, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts addressed the problem by deciding to replace the pump, instructing the caller on how to handle and return the problematic pump, and ensuring delivery of a replacement pump with updated software. The caller understood the instructions and agreed to reach out to their healthcare provider for backup therapy.